Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump powered up properly after battery installation. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Also, pump error 63 alarm during self test. Pump was monitored for several hours, no blank display and charge/battery lasts less than expected or low battery alert noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-jul-2020, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 18-jul-2020 listed on smartsolve. Daily total collection starttime = 07/18/2020 00:00:00.000 daily total of all insulin delivered = 7.75 daily total of basal insulin delivered = 7.75 daily total of bolusi nsulin delivered = 0 daily total collection starttime = 07/18/2020 03:57:01.000 daily total of all insulin delivered = 71 daily total of basal insulin delivered = 46.3 daily total of bolus insulin delivered = 24.7 please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 18-jul-2020 in the formatted history file.  Insert battery alarm was found on: 07/18/2020 03:30:33.000 07/18/2020 03:40:00.000 07/18/2020 04:02:57.000 low battery alert was found on: 07/17/2020 20:51:00.000 power loss alarm was found on: 07/18/2020 04:03:16.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 17-jul-2024 at 8:46:59 am. There was no power data available for the dates of 17-jul-2020 and 18-jul-2020. Unable to check power data for low battery alert and power loss alarm. No unexpected charge/battery lasts less than expected or low battery alert and power loss alarm noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/05/2018 to 06/22/2023 and 07/17/2024 to 07/24/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) event date of 24-may-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the (primary) event date 24-may-2024 in the formatted history file. However, pump error 63 alarm (variableinfo = 03) during self test was found on: 07/18/2024 06:22:55.000 perform visual inspection on the keypad overlay and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). Pump was received with the original battery cap. No cracked/damaged/missing battery cap/battery cap contact noted during visual inspection. Pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The following were also noted during visual inspection: a overlay missing, a partially broken battery tube threads, a scratched case, a end cap broken off, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading/peeling. Battery cap contact missing/damaged was not confirmed. Blank display and charge/battery lasts less than expected or low battery alert were not confirmed. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. Unable to verify customer alleged for high bgs/dka. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1714k. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Mmt-1714k was requested and customer response was the device was been returned for analysis.